Event description:
The hcp reported that the device was explanted due to "battery depletion" after an implant duration of 49 months. No patient symptoms were reported. The patient was receiving compounded baclofen via the pump. The device was replaced with a similar device.

Manufacturer narrative:
Final device analysis reveals no anomaly found - normal device function.